Event description:
In additional information received on (B)(6) 2019, the area rep confirmed that the total number of occurrences of leaking devices at this facility is four. These four events have previously been reported under the mfg. Report reference #'s 1820334-2019-01061, 1820334-2019-01062, 1820334-2019-01063 and 1820334-2019-01064. As this report (mfg. Report reference # 1820334-2019-01232) is a duplicate, no further reports will be sent for this event.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Occupation: systems risk manager. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook single lumen polyethylene central venous catheter leaks. The neonatal intensive care unit (nicu) reported "several episodes" over the past few weeks. No patient harm has been reported. No lot number is available. No further information regarding the event has been provided.